Event description:
Caller reported taking 50 units of novolog r insulin based upon an advantage blood glucose result of 404 mg/dl. Retest result within 10 minutes was 54 mg/dl. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.